Manufacturer narrative:
The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident was undetermined.

Event description:
It was reported the patient's scs system patient controller (pc) displayed "replace generator soon" message. Consequently, the patient's scs ipg was replaced and the issue addressed.